Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 19, 2024, the patient underwent an orif surgery for an impending fracture of the femoral trochanteric area. The end cap was not able to be inserted fully into the nail and protruded 1 to 2 mm from the nail. The surgeon replaced the end cap with a different size. The surgery was completed successfully within 30 minutes delay. The patient was reported as stable. This report involves one (1) ti end cap for tfna 0mm extn - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device exhibits damage consistent with normal wear due to manipulation during surgical procedure of intended implantation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed with mating device and the end cap advanced and assembled as intended. The overall complaint was not confirmed as the observed condition of the tfna end cap extens. 0 tan would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.038.000s, lot number: 8932p36. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19-jan-2024, manufacturing site: jabil bettlach, expiry date: 01-july-2034. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.